Event description:
Customer reportedly received results of 80 mg/dl and 380 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device though all strips in drum have been consumed and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.